Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one day after the implant of this transcatheter bioprosthetic valve, an ischemic cerebral vascular accident (cva) was noted. The cause of the cerebral vascular accident (cva) was not able to be provided. No treatment or additional adverse patient effects were reported.